Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A service and repair history record review was attempted but could not be completed because the subject device is a lot/batch controlled item. A device history record review was therefore performed. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A service and repair evaluation was completed for the subject device. The customer reported the t-handle would not open enough. The repair technician reported that the t-handle was bent, marked up. It was further observed that the chuck was very worn, chipped and had big burrs in it. ¿chuck broken/loose¿ is the reason for repair; however, the item is not repairable per the inspection sheet. The cause of the issue is unknown. The service and repair evaluation was confirmed. The subject device was forwarded to synthes customer quality for additional investigation. The results of this investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that during a planned external fixation removal procedure on (B)(6) 2016, the universal chuck with t-handle would not open enough for a 5.00mm schanz pin to pass. Another set was immediately available for use. The surgery was successfully completed without patient harm. There was a one minute surgical delay due the reported event. The patient¿s status was reported as ¿fine¿. The patient had initially undergone an open reduction internal fixation (orif) of the distal tibia on (B)(6) 2016. The complained event was initially determined to be non-reportable. The universal chuck with t-handle was received by synthes service and repair for evaluation. The repair technician reported that the t-handle was bent, marked up. It was further observed that the chuck was very worn, chipped and had big burrs in it. ¿chuck broken/loose¿ was reported. Based on the evaluation results, this complaint event was re-reviewed and determined to be reportable on (B)(6) 2016. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (universal chuck with t-handle, part number 393.10, lot number 3150317). The device was received by synthes customer quality engineers with the following complaint description: ¿patient had a distal tibia open reduction internal fixation (orif) on (B)(6) 2016. Patient returned to the operating room on (B)(6) 2016 for a planned ex fix removal. During surgery, the universal chuck with t-handle would not open enough for a 5.0mm schanz pin to pass¿. The returned universal chuck t-handle (393.10) is extremely versatile, mentioned in over 30 synthes technique guides. It is utilized in a large number of procedures including knee, pelvis, schanz screw insertions, tibia, femur, and removal of broken nails. There are two of these instruments in many graphic cases. Relevant drawings for the returned instrument were reviewed: top-level and shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. As previous reported, a device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned instrument was examined and the complaint condition was able to be confirmed as the t-handle shaft was found to be significantly bent. The chuck was found not to open all way which may be attributed to the bent handle. The balance of the device is worn and is marked up. A definitive root cause was not able to be determined; however, the failure mode is consistent with the use of the instrument to apply off-axis loading. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.